Event description:
On 1819470-2013-00022 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The patient stated that within a few minutes of coming out of the ocean after swimming with the pump on, the pump powered off. There was no physical damage noted to the pump. The patient stated there was moisture in the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed that rebooting had occurred. There was no physical damage observed to the battery cap or battery compartment. The battery cap tightens appropriately to the pump. The pump powered on appropriately to the verify screen with functional auditory and vibratory features. The pump was exercised for 24 hours with no power issues occurring. The pump failed leak testing due to a crack between the corner of the display lens and the case seal. The pump cover was removed, and there was evidence of internal moisture observed inside the pump and on internal components of the pcb.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.